Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not responding when any key was pressed. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding when any key was pressed. A technical support specialist dialed into the station and logged off as carefusion admin. Tss reinstalled the keyboard driver and rebooted the station into application mode. The system functioned as intended after the technical support specialist troubleshot the device.